Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was turning off and on. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of turning off and on. The unit was triaged and the reported issue was confirmed. It was found that liquid ingress caused the printed circuit board assembly to corrode. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.